Manufacturer narrative:
The following fields have been modified in this follow-up report: d4, g3, and g6. An attachment has been added.

Event description:
The heating element of the washer-disinfector located in the spd blew and came in contact with isolated wires. Due to the contact with a very hot lead, the small wires melted, producing a strong, pervasive smell in the healthcare facility and a small amount of smoke near the machine. No staff members were harmed nor were patients affected.

Manufacturer narrative:
The machine was inspected. All components were found to be correctly fire resistant, which caused them not to catch fire but rather to melt when overheated. The issue was created by accidental malfunction of the heating element that blew and by gravity came in contact with isolated wires and motherboard. The water heating element and main control board were replaced. Several test cycles were successfully run to verify that the device was working properly. The washer-disinfector was returned to use after two weeks and no new issues have been observed.